Event description:
It was reported that the system displayed kv on in error messages. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hvsr board was evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.